Manufacturer narrative:
Add'l suspect device components involved in the event: model#: sc-2158-50. Model description: linear lead (phase illa), 50 cm, 0.014 inch stylet pre-loaded.

Event description:
A report that the pt's leads were explanted due to infection during the trial period. No add'l info is available.